Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. It was noted that the cylinder had split causing fluid loss. The device was removed and replaced. There were no patient complications.